Manufacturer narrative:
(B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. This device was used for treatment not diagnosis.

Event description:
Patient with history of smoking had a narrow lcp plate implanted on (B)(6) 2013 for a fractured humerus. While drunk post-surgery, the patient got into a fight and an unknown test revealed a severely broken plate and that the fracture was not completely healed. The screws were noted to be intact. Revision surgery took place on (B)(6) 2013 to have the hardware removed and replaced with a broad lcp plate. This report is 1 of 1 for complaint (B)(4).